Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter phone number: (B)(6). A medtronic representative went to the site to test the equipment. Testing confirmed the system boot-up failure and software was reinstalled. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that error messages occurred after system boot up. There was no patient present when this issue was observed.

Manufacturer narrative:
Software investigation was unable to determine probable cause without further information. The cause could not be determined. If information is provided in the future, a supplemental report will be issued.